Event description:
Treatment of an aneurysm. It was reported that the pipeline could not be released from the capture coil during deployment. While manipulating device, the pipeline dislodged. Another pipeline was then used and reported of having the same issue. No patient injury reported.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were discarded. Model# and lot# of other pipeline involved: model# fa-77475-14; lot# oc09-087; dom: 10/30/2009; exp: 10/01/2012. (B)(4).